Manufacturer narrative:
Additional manufacturer narrative:unforunately, the report of perivalvular leak could not be confirmed due to the condition of the device upon return. Cut sections of the valve were not returned. There is no change in the original conclusion of this case. No further actions being taken.

Event description:
In this case, it was reported that the valve was explanted at implant. Per the patient's medical records, he presented with severe native aortic valve stenosis requiring aortic valve replacement. Initially, the implant was successful. However, he had a prolonged postoperative course due to a perivalvular leak (pvl). Tee showed significant leak in the right coronary sinus. Attempts were made to repair this by placing sutures in the area of the leak. During inspection of the lvot, again there was pvl. Therefore, it was decided to re-replace the device with another edwards bioprosthetic valve, same model and size. The device was explanted and the annulus was debrided further of excessive calcium which was thought to be limiting suture placement. The new valve was seated in a supra-annular position. Once off cardiopulmonary bypass, there was no longer any pvl. Patient was taken to the ICU instable condition. In the ICU, the patient had a prolonged respiratory course requiring multiple antibiotic therapies as well as thoracentesis. He developed both tachycardia and bradycardia with junctional rhythm and subsequently underwent permament pacemaker insertion. Patient was discharged to a skilled nursing facility for further care.

Manufacturer narrative:
Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons. Annular calcification is a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. In this case, the op report documents additional debridement of excessive calcium in the annulus post-explantation of the subject device. Although the root cause of this event cannot be confirmed without the sample device, it appears that this event may have been due to patient and procedural related factors. There have not been any allegations of a malfunction or deficiency related to the explanted valve. No further actions are possible at this time.